Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. No intervention was required at this time. The lead remains implanted and in use. No patient complications have been reported as a result of this event.